Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. The anatomical location is unknown. During the procedure, the clip failed to deploy. The procedure was completed with another device there were no patient complications reported as a result of this event.